Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the left forearm. Two 6.0mmx40mmx40cm (4f) sterling balloon catheters were selected to treat the lesion. However, both balloons ruptured during inital inflation at 5 atmospheres. The devices were removed with no issues and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.